Event description:
It was reported that the device keeps turn ing "on" and 'off" by itself and no alarms were present. Customer reported that the "first time is malfunctioned, the device was turned off and placed on patient, within 20 seconds the device power started blinking on and off repeatedly, this lasted for about a minute or two and then just shut off". It was reported that the customer was not able to get a base line vitals from the device before the issue started. Customer then reported that "the batteries were replaced in the device and it powered up and I applied it on myself and it seemed to be working fine without any troubles. On our next run I pulled it out and it would not even turn on at that point. When we returned I replaced the batteries with new ones and it reacted the same way. The next morning I tried it again and it turned on but at that point, but we pulled it out of service because of the inconsistency and unreliability of the device".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.